Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient confirmed that they experienced numbness in their foot since the trial. They had an emg done and found they had nerve damage. It was also reported that there were difficulties inserting the ¿needle¿ in during the trial as it slipped and came out. The patient stated that the hcp "then did it again¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had a bit of a complication in the beginning of the trial in that the lead dislodged after 2 days. Then on the third day the patient noticed a lack of significant change, but the patient's trial lasted a total of five days. The patient indicated that when the trial was put in they "had a lot of problems" and now the patient has a numb foot which the patient noticed on the third day of the trial. The patient reported that they had an "emg" and their healthcare provider (hcp) told the patient that it was very possible that their "nerve was damaged and may never recover because of where the trial lead was put in the back." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient had a lot of trouble on the implant during the trial and stated on the 3rd day of the trial, the patient felt her foot was numb. It was also reported that the trial wasn't working. Other information regarding the trial were previously reported. There were no further complications or anticipations reported with this event.